Event description:
It was reported that the patient presented to the emergency room (ER) with syncope. Device interrogation revealed that the right atrial (ra) lead exhibited loss of capture and poor atrial sensing resulting in undersensing, while the right ventricular (rv) lead showed intermittent capture at maximum output and reduced ventricular sensing resulting in undersensing. Chest x-ray confirmed that the ra lead was dislodged while the rv lead had reduced slack with possible dislodgement. Upon reopening the device pocket, both ra & rv leads were found to be excessively twisted within the pocket due to twiddler's syndrome and had limited available lead length within the vasculature. The ra lead had difficulty in passing stylets through it and was explanted and replaced, while the rv lead was successfully repositioned on (B)(6) 2025 and remained implanted. The patient was in stable condition.